Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal a review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, as a probable cause, it is highly possible that the reported phenomenon occurred due to the joint part of the video connector was not fully dried or was connected while a foreign object was adhered to it. As stated on the IFU (instruction for use) the user manual states: after using the video system center, immediately perform the following cleaning procedures. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the video system center. Always remove debris routinely. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the device. However, omsc could not reproduce the reported phenomenon. There was no abnormality in the appearance. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found that the display of the endoscopic image became intermittently, and snow noise was constantly displayed on the monitor. The user canceled the endoscopy. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.